Event description:
It was reported that the device would not operate on battery power. There was no report of pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio is currently in the process of repairing the device and will replace the main pcb assembly. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.